Event description:
During insertion the shaft was damaged.

Event description:
During insertion the shaft was damaged.

Manufacturer narrative:
Evaluation summary: a review of the device history records revealed no discrepancies in manufacturing. The device had been in use for approx. 5 years. A hardness test confirmed mechanical properties to be within specified tolerances. We exclude material faults. Additional dimensional examination revealed no deviations in the relevant undamaged areas of the items. The device returned was documented as faultless prior to distribution. Appearance of the damage, circumferential groves with material displacement in ccw direction, suggests that the user most likely tried to unscrew the nail holding screw by using pliers (or a similar tool) for unknown reason. The device is still fully functional. The event was not caused by a deficiency of the device. A more precise statement is not possible according to available information.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.